Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to reproduce the customer reported complaint. The instrument was checked for recognition on an in-house system. The system was successfully recognized, showing 3 uses left. The pogo pins did not stick and are not contaminated. Failure analysis investigation also found the instruments distal pulleys had mechanical indentation and burrs. There were indentations at the edge of the distal pulley and visable scratches on the surface of the pulley. The mechanical indentation and burr damage may have been likely due to mishandling/ misuse. The instruments main tube had deep scratch marks and abrasions. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was not axially aligned with the tube. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube and distal pulleys, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the fenestrated bipolar forceps instrument could not be recognized by the system and displayed continuous errors. No missing or fallen pieces were reported.